Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Updated: device eval by MFR, eval summary attached, method codes, results codes, conclusion codes device evaluated by MFR: a visual examination identified (B)(4) within the balloon and inflation lumen. A microscopic examination identified that approximately 2.5mm of a blade had detached from the balloon. The pad where the blade had detached was intact. The remaining blades were all present and fully bonded to the balloon surface. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure, a detachment of a blade occurred. The lesion being treated was located in the left circumflex artery (lcx). There were two implanted non-bsc stents; the dates of the implanted stents were unknown. There was a gap between the two stents and the lesion was located in the gap. The flextome monorail 10/3.50 cutting balloon was advanced and inflated without issue. Upon retrieving the device into the non-bsc guide catheter, severe resistance was encountered. The blade of the device got stuck with the tip of the guide catheter and detachment of the blade occurred. Physician thinks that the detached blade might have remained stuck with the tip of the guide catheter, but it is unknown if the detached part was removed with the guide catheter or remained in the body. The procedure was completed with this device. There were no reported complication and the patient condition was reported as good.

Event description:
It was reported that during percutaneous coronary intervention procedure a detachment of a blade occurred. The lesion being treated was located in the left circumflex artery (lcx). There were two implanted non-bsc stents; the dates of the implanted stents were unknown. There was a gap between the two stents and the lesion was located in the gap. The flextome monorail 10/3.50 cutting balloon was advanced and inflated without issue. Upon retrieving the device into the non-bsc guide catheter, severe resistance was encountered. The blade of the device got stuck with the tip of the guide catheter and detachment of the blade occurred. Physician thinks that the detached blade might have remained stuck with the tip of the guide catheter, but it is unknown if the detached part was removed with the guide catheter or remained in the body. The procedure was completed with this device. There were no reported complication and the patient condition was reported as good.